Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information received: because this surgeon uses the ec60a in one hospital and the pse45a in another hospital, the sales rep. Registered the wrong product code in her complaint form. Product code has been updated. Additional information requested and received: what color cartridges and type (ecr or gst) were used and what order of firing: ecr45 blue; was buttressing material used: no; was there any issue with staple formation is initial procedure: yes; how was the bleeding identified: blood test; how was the bleeding addressed: bleeding inside the gastrojejunale anastomosis; what is the current patient status: the patient is fine.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: procedures: bypass. Stapler: powered 1st generation 45 mm. Reloads: ecr blue on the stomach (1 horizontal + 2-3 vertical applications) ¿ white on bowel. Issue : use of ethicon endocutters always require additional step for hemostasis ¿ has to perform a running suture in majority of cases which significantly increases the length of the procedure ¿ not needed with covidien staplers ¿ has become very nervous about our staplers after he had two cases of major postoperative bleeding ¿ none required reoperation. To be noticed: he recently mistakenly used a white reload on the stomach and noticed no bleeding.

Event description:
It was reported that during a bypass procedure, massive bleeding 8 hours after surgery. The patient lost a lot of blood (1 liter) and had to be transfused. Additional surgery was required for the patient reported.